Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the patient experienced a loss of therapy since (B)(6) 2015 and was asking for help with their patient programmer. The patient was able to increase from 2.3 to 2.5 over the phone. The patient had a bladder implant problem and started leaking uncontrollably. The patient called to get advice on how to increase the voltage to control the bladder. The machine responded, but the patient still continued to void uncontrollably. The patient was informed that they might need a battery replacement after 5 years. The patient made an appointment with a urogynecologist for (B)(6). The patient was wearing pads, but they were inadequate at times. The manufacturer representative helped the patient adjusted the voltage and told them about battery life. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.